Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain, fever, and cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin intravenously (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient began treatment with cipro orally (dosage, frequency, and duration not reported) for the peritonitis event. Five days after the initial receipt of this report, dianeal therapy was discontinued due to the peritonitis event and the next day, the peritoneal dialysis catheter was removed. The patient was recovering from the peritonitis event and was recovered from the manifestations of the peritonitis event. No additional information is available.